Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the power supply was not functioning. It was further determined that the device had no function and the power supply had a short circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to strain/normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power supply on the universal battery charger device was not functioning. It was noted in the service order that the device had no function and the power supply had a short circuit. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.